Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor due to ail error. Replaced door assy due to keypad unresponsive restart button softkey. A review of the device history record for sn (B)(4) was performed from 08/28/2019 to 09/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the ail sensor. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported ail error. There was no reported patient involvement.